Manufacturer narrative:
Based on the claim against the product by the customer noting arm 4 jerked back, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The fse followed up with the customer who stated that the robot had been used for several cases and no errors were noted. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the arm moved with unintuitive motion (e.g., the arm unexpectedly jerked). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer reported arm 4 jerked back after lateral movement. It was noted that no messages or errors were present. The customer re-docked arm 4 with no change as well as tried another instrument prior to calling in. The technical support engineer (tse) advised the customer to ensure there were no obstructions or bunched up drape material getting in the way of arm 4 in which the customer confirmed no obstructions or drape material was interfering with arm 4. The tse recommended customer check surgeon's right master had no obstruction and customer confirmed no obstructions. The customer continued with case with system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.